Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed the device was in used condition. The white sutures on the device was broken and frayed, confirming this complaint. The root cause of the suture breakage cannot conclusively be determined as the suture was not cut. The breakage is possibly a result of too much tension on the white loop shortening suture when it was being pulled causing it to break. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During an acl reconstruction surgery at (B)(6) today being done by dr.xxxx xxxxxxxxx, a rigidloop adjustable(cat no.232447) with lot no. L187271 and expiry 2019-01-31) was used. While pulling the graft into the femoral tunnel, when 25mm graft was pulled into the tunnel, the white loop shortening suture was being pulled, it broke. The surgeon cycled the graft thinking that loop would lock onto the button, however the graft came down. The surgeon used a fixed loop-rigidloop 20mm which was available in the set of implants available instead and only 10min was wasted in the procedure.